Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. G4: 510(k) no.: k130520. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file no other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since the actual device was not returned and detailed information was not available, it was not possible to clarify the cause of occurrence. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during a bentall procedure, foam formation in the venous reservoir after 5 hours of cbp time and leads to change the oxy with another fx25 oxygenator. The procedure outcome was not reported. There was no harm to the patient reported.